Manufacturer narrative:
One sample was returned for analysis and through visual inspection, a hole could be observed in the notch of the tube. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: mp tmfl-tj110 rev 106 tracheal manual flow line - crop / notch. Mp tmfl-tj120 rev 107 tracheal manual flow line - bell-out, fit inflation line and leak test. Qp tmfl-tj rev 105 tracheal manual flow line assembly and packaging. In order to verify that there are no situations or practices that could create/generate the event as described in "description of non-conformance" section an audit of the production floor was conducted by the quality engineer on 14/jul/2019 p/n 100/199/085 l/n 4004622. The following operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmp's requirements and shm procedures: training records of operator who performs the crop notch operation were reviewed; operators are trained in operation being performed. Training records of operator who performs the inflation line assembly operation were reviewed; operators are trained in operation being performed inflation line assembly operation was reviewed; no discrepancies were found, production personnel are following the procedure mp tmfl-tj120rev 107 - tracheal manual flow line - bell-out, fit inflation line and leak test. Crop notch operation was reviewed; no discrepancies were found; production personnel are following the procedure mp tmfl-tj110 rev 106 tracheal manual flow line - crop / notch. The equipment used for the crop notch operation was reviewed; no discrepancies were found. Maintenance records of the equipment used for the crop notch operation were reviewed in order to verify for any issue that could create damage in the tube; no discrepancies were observed. Line clearance was reviewed to ensure that no material from set up was left in the line; no discrepancies were found. The crop notch operation was audited during thirty-two (32) units, in order to verify that the operation was properly performed and to visually inspect for damage; the crop notch operation was performed according to the test method stated in the manufacturing procedure; no discrepancies or damaged tubes were detected during the thirty-two (32) units inspected. Production personnel perform a 100% visual inspection to the tube notch. Quality takes a sample using an aql 0.1 and level inspections g-ii in order to visually inspect notches are cut sufficiently to take inflation line, not too deep to cause leaking and to ensure that inflation channel is not split or pierced. The most probable root causes are: mixed material from set-up on the crop notch operation. Lack of detection by production personnel who performs the crop notch operation. The following action was taken: update the procedure mp tmfl-tj110 rev 105 tracheal manual flow line - crop / notch in order to clarify the disposition of the set-up material. Co-10085259. Complete on 29/aug/2019. Re-training to the production personnel was conducted by the quality engineer on 15/jul/2020 in the procedure mp tmfl-tj110 rev 106 tracheal manual flow line - crop / notch in order to reinforce the visual inspection.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. A third party (counterfeit) tamper seal was found on the device. The top and bottom cases were in excellent condition. There was no visible contamination. A review of the event history log showed evidence of the reported force sensor test error. The customer reported problem was replicated during the power up process. A steady state reading of the force sensor (with no pressure) produced the following values: "0 = count 0 and -0.96 lbs." The investigator determined that the force sensor error occurred because the force sensor was out of calibration. The device was opened and tampered with. The pump was not serviced in close to a year. There was no calibration verification, or re-calibration being performed. The product problem was ultimately attributed to the user. The customer's third party service provider did not recalibrate the force sensor correctly. This was identified as the root cause. The investigator recalibrated the force sensor, powered up the pump, and then re-calibrated the force sensor. The device passed all the functional tests following this measure.

Event description:
It was reported that the medfusion displayed a force sensor test failure. There was no patient involvement. The product problem was observed when the unit was powered on.